Event description:
Source reports that "while pushing student to the outside play area the rifton stander folded up, dropping pt to back and head on the cement. The toy on the tray slid into the pt's chin and throat area. Pt was pinned under the equipment."